Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the patient had pus in the pocket and suspected hematoma. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.